Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade IV capsular contracture of the breasts during an in-person visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 275cc mentor memorygel breast implants on (B)(6) 2023. Refer to manufacturing report number 1645337-2023-01285 for the contralateral event.